Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a, d.9, h.3, h.6. Device evaluation: based on the device analysis the final assessment is: deflation/ valve leak and/or damage: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider also noted "hole in valve", "partial deflation" and "remaining fluid removed before sterilizing". The device has been explanted and replaced.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider also noted "hole in valve", "partial deflation" and "remaining fluid removed before sterilizing". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.